Manufacturer narrative:
(B)(4) device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire and advancer assembly. The guide wire had and open j-bend and kinks at 2.5 and 3 cm from the proximal end. The guide wire was found to be intact and within dimensional specifications. The guide wire was able to be inserted through the advancer assembly without difficulty. A device history record review was performed with no relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Since the guide wire is always inserted through another component such as an introducer needle, raulerson syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion, the guidewire kinked. As a result, a new kit was opened and used without issue. A delay was r ported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.